Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the application software was reloaded onto the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system entered standalone mode at startup and would progress past . There was no patient present when this issue was identified. No additional information was provided.